Event description:
The customer reported that the stitching on the mattress cover has come apart. No patient injury was reported.

Manufacturer narrative:
(B) (4). Stitching came apart. Results: evaluation of the returned product shows that the mattress has a 6 inch vinyl tear. (B) (4).